Event description:
The pt had an ams elevate graft implanted in (B)(6) 2010 "during a hysterectomy for uterine prolapse." It was reported that following this surgery the pt had pain "whenever my husband and I have attempted sex." It was indicated that the pt has undergone physical therapy where the scar tissue was "manually massaged" and this did not improve the pain. The pt has also experienced urgency with urination and "passing stool," and problems with voiding which require add'l "time on the toilet or there will be leakage." The pt also indicated pain with sitting, tiredness and swollen glands "which may be from toxicity."

Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.